Event description:
It was reported the customer's arrow button was not responsive. The customer's blood glucose was 198 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Down arrow button was unresponsive, due to flattened button dome switch. No unexpected numbers ramping up on their own noted. Insulin pump received with cracked case on display window corner, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).